Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
Patient stated that for the past three days when she inserts the iqdrive, when prompted to after turning on the cycler, there are sparks that come out of the iqdrive port. Patient stated that she removes the iqdrive every morning after completing treatment because the iqdrive gets very hot if she leaves it in. Patient stated that the cycler is plugged into a three prong outlet directly to the wall, and the power cord is secure on both ends. The cycler was replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and voltage check passed. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated when she inserted the iqdrive and when prompted to after turning on the cycler, there were sparks that came out of the iqdrive port. The pd patient stated she removed the iqdrive every morning after completing treatment because the iqdrive got very hot if she left it in the cycler. The pd patient stated the cycler was plugged into a three prong outlet directly to the wall, and the power cord is secure on both ends. The patient stated that the iq drive was loose and fell apart when she took it out of the machine. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient completed all pd treatments and no injury occurred.